Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for another indication. The same day as event onset, the patient was treated with injection vancomycin (250mg every 4th day, intraperitoneal, for 14 days) and injection meropenem (1gm once day, intraperitoneal for 14 days) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (ongoing). No additional information was available.